Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd ultra-fine¿ insulin syringe 0.3 ml 31g x 6mm had a difficult plunger, and the needle detached from the syringe.

Manufacturer narrative:
Investigation: summary: investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the plug is stuck and the needle detached form the syringe. The photos were examined and the syringe exhibited the hub-needle/shield assembly separated from the barrel. Slight damage to the barrel tip was also observed. It is difficult to determine if the plunger rod is difficult to move based on the photos. CAPA 97451 has been opened to address the hub separates issue. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. (Hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. (Plunger rod difficult to move). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA 97451 has been opened to address this issue.